Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has resolved. The recipient continues to use the device consistently. Additional treatment details will not be provided. This is the final report.

Event description:
The recipient reportedly experienced an infection shortly after implantation. The recipient was given medication, however, the infection did not resolve. The recipient underwent surgery to remove the infection and the ear canal was closed. The recipient's device remains implanted.